Event description:
It was reported that there was a pericardial effusion. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed the transseptal puncture and then positioned the watchman sheath in the left atrial appendage (laa). The non-boston scientific pigtail catheter was inserted, and a contrast injection was performed. At this time, it was noted that there was a pericardial effusion. The effusion remained the same size and the patient remained stable with medication administered for their blood pressure. The procedure was continued and the physician successfully implanted the closure device in the laa of the patient. The patient was observed, and no treatment was performed. The patient is expected to make a full recovery from this event. The device is not expected to be returned for analysis. It was further reported that there were no difficulties with the transeptal puncture process was noted. The physician mentioned that it went smoothly and he did not think that was what caused any issues. The st elevation was an error. There were no symptoms other than slight hypotension, which the md thought could have been attributed from the heparin given at that time. Post op, there was a tee done where no effusion was seen. The md thought what was seen during the procedure could have been present upon starting the case and just wasn't assessed deeply when checked at the start of the case. The versacross device was disposed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that there was a pericardial effusion. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed the transseptal puncture and then positioned the watchman sheath in the left atrial appendage (laa). The non-boston scientific pigtail catheter was inserted, and a contrast injection was performed. At this time, it was noted that there was a pericardial effusion. The effusion remained the same size and the patient remained stable with medication administered for their blood pressure. The procedure was continued and the physician successfully implanted the closure device in the laa of the patient. The patient was observed, and no treatment was performed. The patient is expected to make a full recovery from this event. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress , but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.